Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient was unable to recharge the device. X-rays were taken, but the results were not reported. During revision surgery, it was noted the device had flipped. The hcp flipped the device back into place. It was tested for recharging and found to get all 8 bars. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Refer to manufacturer's report # 3004209178201001333.